Event description:
Patient with pmh of with history of ischemic cardiomyopathy, hypertension, hypersensitivity lung disease, obstructive sleep apnea, severe congestive heart failure, diabetes mellitus type ii, ventricular arrhythmias w/ automated implantable cardioverter defibrillator and hypothyroidism presenting from an outside hospital for resuscitated arrest. Patient was started on cooling post resuscitation. Once the tubing was connected, the tubing began to leak near the machine connection. All connections were checked and found to be secure. This resulted in an inability to cool the patient to the target temperature in a timely fashion. The procedure was discontinued and alternate cooling therapy was started.